Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that during catheter placement procedure, the device allegedly had a crack at the cuff upon flushing. The physician used another device which too was cracked, so third device was used with no issues. There was no reported patient injury.

Event description:
It was reported that during catheter placement procedure, the device allegedly had a crack at the cuff upon flushing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter segment was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed on the returned device. The investigation is confirmed for the reported fracture issue, as a split was noted approximately 20.0 cm from the distal end of the luer. The edges of the split appeared smooth and finely granular. The edge of the complete circumferential break appeared smooth and uniform. The leak was noted from the spilt while applying the hydrostatic pressure. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3, h6(method). H11: b5, h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.